Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for initial implant. During procedure, the physician was unable to implant the right atrial lead. Several attempts were made to fix the lead into the right auricle, but were unsuccessful. Physician decided not to use the lead. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that lead was unable to be implanted due to patient anatomy. Physician does not allege malfunction of the lead.